Manufacturer narrative:
Based on the information reviewed, the cause of the reported incomplete coaptation/ single leaflet device attachment (slda) appears to be related to a combination of morphology/pathology (friable tissue coupled with excessive mobility of the anterior leaflet and flail) and procedural factors due to visualization difficulty of the clip to confirm adequate leaflet insertion. The cause of the reported visualization difficulty could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as additional clips were implanted to stabilize the slda clip.

Event description:
It was reported that on 18 february 2026, a patient presented with grade 4 mixed mitral regurgitation (mr), tethered posterior leaflet and a prolapsed flail anterior leaflet for a mitraclip procedure. During the procedure, first mitraclip was implanted and while second clip in the left atrium, it was determined that a single leaflet device attachment (slda) has occurred for the first clip and the clip was no longer attached to the posterior leaflet. Second clip was implanted on lateral side of the first clip. It was reported that there was no interaction between the first clip and second clip. It was believed that leaflet insertion was not adequate. Third clip was implanted to stabilize the first and second clip. Imaging was difficult. Per the physician, slda was due to pre-existing patient anatomy of both friable tissue coupled with excessive mobility of the anterior prolapsed, flailed leaflet. The final mr was grade 2. Were no adverse patient effects or clinically significant delays reported.